Event description:
This pt had a right total knee arthroplasty in 2003. This pt has had increased pain and decreased range of motion and activities of daily living. This pt was admitted for a revision right knee arthroplasty. During the procedure the surgeon discovered the tibial base plate to be loose. The tibial component and the cruciate retaining articular surface were removed and replaced.